Event description:
Based on article by choung ew & tan v in j hand surg 2008; 33a:1617-20. - a woman had an artelon cmc spacer due to basal joint arthritis. Approx 10 weeks after the surgery she reported pain and swelling in the region of the thumb base. Explantation of the spacer took place 3-4 months after the implantation.